Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient did not experience overdose symptoms due to the pump medication concentration being too high. The motor stall event was not resolved, because the patient was having the pump removed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The pump and catheter were returned to the manufacturer with no additional information.

Manufacturer narrative:
Analysis of the 8637-20 pump found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found corrosion on the top side of gear wheel three. The upper shaft of gear two, after some of the residue was removed shaft wear was present.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# j0058218r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from the device manufacture representative regarding a patient receiving bupivacaine (13.2mg/ml at 3.9mg/day) and dilaudid (44.0mg/ml at 13.2mg/day) via an implantable infusion pump. The pump's elective replacement indicator (eri) was noted to be 13 months. The indication for use was non-malignant pain and failed back syndrome (other). It was reported that the patient had to go to the emergency room (ER), because her "pump began sounding like an ambulance." The pump was interrogated and a motor stall occurred. The motor stall occurred at 1846 on (B)(6) 2015 and the pump was interrogated at approximately 0330 on (B)(6) 2015. The patient did not have an MRI and the patient had no new environmental exposures. It was noted that "the patient had not had drug since 1846 and the patient was on a high dose." Per the healthcare provider (hcp), the patient was not displaying any withdrawal symptoms. The pump was put into minimum rate and the alarm was silenced per the ER physician. The patient's pump stopped alarming after she returned home. It was later reported by the patient that she was taking more oral medications (dilaudid), so she was not going through withdrawal. The patient stated that "they were told by a hcp that the pump could have gone out months ago." The patient was questioning that their pump had gone out; because she had her pump refilled before and wanted to know why they were refilling it if the hcp said "it went out." The concentration was too high per the patient and it was noted that they "turned the delivery down." Additional information was requested regarding the patient's medication; symptoms, outcome and motor stall issue, but were not available at the time. If additional information becomes available a follow-up will be filed.

Event description:
Additional information later reported the office had chosen to stop using the pump at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.